Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they contacted the hospital about their high blood glucose readings. The blood glucose readings were 19 mmol/l. It was stated that the people working in the hospital believe that the basal is not working. The customer replaced the insulin pump and changed the set. The insulin pump failed the 5 units via fixed prime process because there were no drops. The insulin pump did not alarm occlusion, and failed the hp test. The insulin pump will be returned for analysis.